Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the blade remained in the lower jaw of the device. Engineering disassembled the event unit and observed that the blade pusher, an internal component of the device, was damaged. Based on the condition of the returned unit, the reported event was caused by the damaged blade pusher. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report represents a combined initial and follow-up report.

Event description:
Procedure performed: lar. Event description: rep. Wasn't present for the case, but did have a chance to speak with the surgeon after the case had been completed. Surgeon told rep. That at the beginning of the case, after 3 activations, when he tried to transect the tissue, it failed to cut. The handpiece did seal correctly, but there was no cutting. The surgeon didn't experience any resistance or difficulty when actuating the blade lever. The rep. Is unsure as to exactly what kind of tissue was being cut at the time, but stated that it was thin tissue (possibly mesentery tissue) that wasn't greater than 7 mm. The blade wasn't cutting at all and hardly any tissue had been cut when the blade was activated (percentage information was unavailable). The surgeon switched to using another eb011 to complete the case without any further issues. There was no patient injury and the product is expected to return. Type of intervention: switched to using another eb011 to complete the case without any further issues. Patient status: no patient injury occurred.